Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a power on reset (por) of the implantable pulse generator (ipg) occurred. The ipg remains in use and the patient will be monitored until next check up. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a software error. Analysis of the device memory indicated that the atrial and ventricular rate histogram data was missing/invalid. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.